Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic was detached/sheared off. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and residues of viscoelastic (ovd) lubricant were detected on the lens optic body. Loose particles in the optic body is compatible with handling the lens out of the sterile environment. The lens was observed with one lens haptic detached, therefore the reported issue was verified. Manufacturing records review: manufacturing records were reviewed and no related non-conformance reports were found during the this review. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.